Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2014. Subsequently, it was reported that expired bone cement had been used during the procedure. There has been no reported revision to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of product history records show that lot released with no recorded anomaly or deviation. A review of product shipping history records show that lot shipped prior to expiration date. There are warnings in the package insert that state that this type of event can occur: under warnings, number 5 states, "do not use bone cement after expiration date."